Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient participating in a physician- sponsored study experienced laceration of blood vessels. Medical intervention was not required.